Event description:
It was reported that a large thrombus was on the inlet of the hm 3 inflow conduit. The surgeon promptly removed the thrombus and made the decision to use the same pump. The hm 3 parameters after the inlet was cleaned were reported as normal. The patient separated from cardiopulmonary bypass and the case was reportedly completed and the patient was transported to the intensive care unit (ICU).

Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: the report of an ingested thrombus cannot be confirmed. The patient underwent a pump exchange from another manufacturer¿s device to an hm3. During the exchange, once the hm3 had been placed, zero (0) flow was being displayed on the system monitor with a reported wattage of less than 3 watts, despite ramping speed up in the or. Following a call made between the vad coordinator and clinical consultant, the hm3 was removed and a large thrombus was observed on the inlet of the inflow cannula. The surgeon promptly removed the thrombus and after the clinical consultant discussed that per the IFU, the pump should be replaced if there is ingested thrombus, the surgeon made the decision to reuse the same hm3. Following the reimplant, the hm3 parameters were reportedly normal. The patient was separated from cardiopulmonary bypass and the was transported to the ICU. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 lvas IFU lists thromboembolism as a potential risk/adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5-33 states, prior to advancing the inflow cannula into the left ventricle through the apical cuff, remove the glove tip from the inlet extension. Inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. The system monitor section describes the pump flow display and the hazard alarms. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas patient handbook describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas IFU is currently available. The IFU lists thromboembolism as a potential risk/adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5-33 states, prior to advancing the inflow cannula into the left ventricle through the apical cuff, remove the glove tip from the inlet extension. Inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. The system monitor section describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-30). The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). Heartmate 3 lvas patient handbook was also available at the time of implant. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was requested but was not provided, therefore the patient weight is unknown. The serial number of the device was requested but was not provided, therefore the manufacture date, age of device and device identifier (UDI) are unknown. Approximate age of device - 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. Event details: call originally came from nicole on the perfusion team yesterday regarding an emergent hvad exchange to hm3. There were no adverse consequences, however, after the hvad was removed, the hm3 that was placed and then had reportedly displayed zero flow despite ramping speed up in or while separating from bypass at 5500 rpm with a reported wattage of less than 3 watts. The perfusion team reached out to the clinical consultant to discuss causes of the reported zero flow and possible remedies. Actions performed: clinical consultant discussed the following: at 5500 rpms, at a map of 65-70 mmhg, and wattage of less than three (3) watts, there may be two likely immediate possibilities: the hm3 ingested a thrombus into the inflow cannula or somewhere where it became a flow obstructive process. The hm3 has/had an air pocket that was not evacuated from the pump/rotor housing given that the wattage demonstrated was less than 3 watts at 5500. The clinical consultant discussed carefully re-examining the intra-ventricular cavity of the left ventricle given that it was in a reported low flow state due to the hvad failing and that the likelihood of thrombus formation is elevated. Furthermore, placing the hm3 vad would likely unload any blood, matter, and thrombus into the hm3 that was not unloaded by the hvad. Multiple calls were made to the clinical consultant regarding whether or not the hm3 device should be replaced with a 2nd hm3 pump. The clinical consultant discussed-per the IFU, the pump should be replaced if there is suspected ingested thrombus. Clinical consultant stated to the perfusionist that it is ultimately, the clinician's (surgeon's) call on whether or not to exchange again. Alarm description: low flow alarms, zero flow. Wattage at speed of 5500 rpms reported of less than 3 watts.